Event description:
The core micro drill was returned for service. Upon evaluation at the manufacturer it displayed a bias current when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon evaluation it was found that there was corrosion and debris built up in the handpiece. Additionally, there was evidence of service by a third party.